Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer¿s blood glucose was 10.0 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresposnive even after battery change. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. Unable to verify button error alarm due to blank display.